Manufacturer narrative:
H3: device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that a patient had a granulomatous reaction to their sutures that led to the development of a hematoma and extrusion of the patient's generator. Cultures revealed no signs of infection. The patient's full vns was explanted. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.